Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found via x-ray that the lead had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.